Event description:
The pt was transferring to her car when she felt a tug at the catheter; she experienced an increase in spasticity with stiffness and spasms. She also had abdominal pain that worsened with a mildly elevated white count. CT scan demonstrated characteristics consistent with acute appendicitis as well as catheter dislodgement. She had an appendectomy on (B) (6) 2009. It was not thought that the appendicitis was related to the catheter event. The therapy was not resumed and the pt was placed on oral baclofen. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4).